Manufacturer narrative:
(B)(4). Evaluation: results: (mi). Evaluation: conclusion: no conclusion can be drawn.

Event description:
The pt had 3 endeavor rx drug-eluting stents implanted in the mid lad during the index procedure. Clinical evaluations committee adjudicated that a suspect mi (non q wave) occurred one day post index procedure in the territory of the target vessel. Pt was asymptomatic / free of symptoms at 30 day follow up, 6 month follow up, 1 year follow up, 1.5 year follow up, 2 year follow up, 2.5 year follow up and 3 year follow up. (Ref MFR # 9612164-2011-00699, 9612164-2011-00700).